Event description:
It was reported that a clear link extension set had air in tubing. The extension set was used with an unknown buretrol set. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Patient age is not known, however, it was reported that the event occurred in the neonatal intensive care unit should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.